Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that wireless footswitch charging connection was broken. As per troubleshooting philips provided service quote to the customer. Quote was expired and no onsite work was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch (wfs) charging connection was broken. No harm was reported to philips. Philips has started an investigation of this complaint.